Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was not sure what was on the remote. This was resolved during the call as the patient was able to determine that it was showing they were in the upright position even when the patient was sitting down. The patient reported that everything was okay. The patient reported a ¿full sensation.¿ it was reported that the patient felt the adaptive stimulation kick in. They started pushing buttons up and pushing down but now could not get the remote working. The patient had multiple sclerosis (ms) since back in 1999 way before the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.